Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error and fluid exposure. It was reported that the customer was unable to clear the alarm and was unable to complete pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no damage to the reservoir tube lip noted. However cracked battery tube threads noted. The test reservoir p-cap was able to lock in place. Device alarmed motor error during rewind due to corroded the motor home switch. Also moisture damage electronic assembly during visual inspection.